Event description:
It was reported that during procedure, the tip of the tap broke off. No fragment of the product remained in the patient. The product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer and the evaluation is under process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and optical examination of instrument confirms tip of the tap is cracked and broken, with a portion of the instrument broken off and not returned for analysis. The crack is ~1mm in length and splayed along the central axis of the instrument. Tip splay or trumpeting effect is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with misalignment of the tap with respect to guidewire during usage.